Event description:
Procedure: lap chole. According to the reporter: pediport trocar internal fixation flaps snapped off inside the patient when opening device. Pieces fell into the patients cavity - were retrieved with graspers. No increase in blood loss or procedure time.

Manufacturer narrative:
(B)(4).